Manufacturer narrative:
(B)(4). The field service engineer assisted the customer and provided the solution over the telephone; therefore, the device was not evaluated. Additional device functionality engineering information received has been reviewed in detail. The light that failed in this report serves only to identify the device that is annunciating an alarm state. The loss of the machine identification light does not correlate with the failure of the primary alarm function. This does not represent a failure mode, malfunction and/or use error that could cause or contribute to a death or serious injury were it to recur; therefore, this is no longer a reportable event.

Event description:
On (B)(4) 2010 baxter (B)(4) product surveillance received a report from (B)(4) in which the customer reported that an unknown date, the intravenous (IV) pole alarm lights and the display top alarm lights did not turn on when the alarm sounded. It was not reported at what stage the problem was noted; there was no reported patient injury or medical intervention. A baxter technician advised the customer to check the alarm signal cable, which runs up the IV pole housing, as the IV pole movement mechanism could cut and short the cable. The customer would check the cable. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device will be evaluated by the field technician on site.